Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10/4.00 flextome cutting balloon was selected for use. During procedure, the balloon ruptured upon second inflation at 8atm for 20 seconds and was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient status was good.